Manufacturer narrative:
(B)(4).

Event description:
Customer reports difficulty advancing wire and fraying of wire during insertion. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and introducer needle for evaluation. The guide wire was lodged inside the needle cannula and was unraveled from the distal end. Signs of use in the form of biological material were also observed. Major force was required to remove the guide wire from the cannula. This resulted in the coil wire to become separated. Once separated, the guide wire was able to be removed. Microscopic analysis confirmed the damage and revealed that the core wire had separated directly adjacent to the distal weld. Both welds appeared full and spherical. The guide wire length from the proximal weld to the point of separation on the core wire measured 14" which is within the specification limits of 13 25/32-14" per the guide wire graphic. The guide wire outer diameter measured .0240" which is within the specification limits of .0240"-.0250" per the guide wire graphic. The needle cannula inner diameter at the distal and proximal ends measured .027" which is within the specification limits of .0270"-.0285" per the needle cannula graphic. The cannula outer diameter measured .0355" which is within the specification limits of .0355"-.0360" per the needle cannula graphic. An attempt to dislodge the guide wire from the cannula was performed; however, major resistance was encountered. Undue force was applied to the guide wire, which resulted in the coil wire to become completely separated. Once free, large amounts of dried biological material was observed on the portion of the guide wire that was stuck within the needle cannula. This likely contributed to the resistance encountered during use. The undamaged portion of the guide wire was reinserted through the returned needle. Little to no resistance was observed. Performed per IFU statement "insert tip of spring-wire guide through introducer needle into artery". Before the separation of the guide wire, a manual tug test confirmed that the proximal weld was intact and secure. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states, "warning: to reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken directly adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports difficulty advancing wire and fraying of wire during insertion. No patient harm. The patient's condition is reported as fine.